Event description:
It was reported that an ilet user experienced "alert 38" indicating consecutive stalled motor during insulin delivery; the user¿s glucose was 238 mg/dl and trending downward, and the agent explained the alert and guided a restart, after which the alert cleared with the advisory that a supply change would be needed if the alert recurred. Customer care also provided support that included remote troubleshooting. Investigation of this case revealed a transient motor stall alarm that resolved with a restart, with no recurrence during the call and no confirmed device component failure. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the alarm after device restart without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.